Event description:
This was a lead extraction case to remove a medtronic sprint quattro 6947 (implanted 108 months) for signs of failure. An lld was used to prep the lead and a 16f glidelight catheter with outer sheath was used to lase. There was slow progress into the innominate vein until total resistance was met and the physician elected to switch to a 13f cook evolution (without outer sheath). The evolution was used to the innominate/svc junction before switching back to the laser sheath. He progressed to the mid-svc coil where he again met resistance so he switched back to the evolution and made progress down to the distal portion of the svc coil where he was no longer comfortable continuing with evolution. At this point, a drop in the patient's blood pressure was noted with the a-line. The physician looked with ultrasound, however no injury was evident. Medication was given to compensate for the hypotension and the procedure was resumed with the 16f glidelight. The laser catheter progressed just past the svc coil and into the mid-svc before meeting resistance again. The physician switched back to the evolution and made progress to the svc/atrial junction. Switching back to the glidelight, the physician manually advanced to the point of where the evolution had progressed when another drop in blood pressure occurred. This drop was more significant and CPR was initiated, 4 units of blood were administered, and a subxiphoid incision was made to try to identify and control the injury. No further incisions were necessary to identify and control the bleeding because the patient stabilized on her own. The patient recovered from the procedure. The lead was not removed during the procedure due to the decline in the patient's status. It is not known whether the physician will attempt extraction at a later date.

Manufacturer narrative:
This event is being reported and the glidelight is listed as the suspect device because the physician was unsure which device (glidelight or cook evolution) caused the injury. Cook will be notified about this event because of the uncertainty surrounding the suspect device in this case.